Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would become unresponsive when loading patient exams via usb and cd. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Investigation found that the computer booted normally to the application screen. By using the patient import/export selection able to import and view multiple exams by cd-rom. Seatools long test-no errors. (B)(4) no errors. The system has passed all required testing. No fault found.